Event description:
Customer called with a question, and while assisting her, it was discovered the unit of measurement had changed on her unlocked freestyle meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. F/u report will be submitted if the product is returned for eval. Customers and retailers have been informed.